Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital the day after the onset of the peritonitis. The patient was treated with cefefin injections (one gram, daily, route not reported) and colistin injections (one gram, daily, intravenously). At the time of this report, the patient had recovered from the peritonitis. The cause of the peritonitis was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.